Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Device evaluation: the device involved in this complaint was available for return to cirl. A document based review will be complete with the available information. Documents review including IFU review: prior to distribution all zso-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-4 of lot number c1607407 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1607407. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-6: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user straightened the pig tail using the straightener and advanced it over a wire guide (size unknown). Resistance was met during advancement but he continued advancing it. When the stent came out of the endoscope tip, he found there was a kink in the pig tail part. He thought the kinked part could break when removing, so he decided not to place it in the bile duct. So he drop the stent in the stomach and removed it from the patient's body. Then another stent was placed with no problem and the procedure was completed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked¿. No adverse effects to the patient have been reported as occurring.